Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that the patient's effluent was clear and that they had recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis. The patient was treated with injection reflin (1g, once daily) and injection amikacin (250mg, once daily) for the event. At the time of this report, it was unknown if the patient had recovered from the peritonitis. Action taken with dianeal therapies was not reported. Additional information was requested but is not available.